Event description:
Following a uterine arterial ablation, the physician attempted arteriotomy closure with the closer s tsl 6 fr. Device. The physician was unable to achieve adequate mark, so he removed the device prior to deployment and held manual compression to achieve hemostasis. A few days after the procedure, the pt presented back to the physician with decreased pulses in the leg that was accessed for the procedure. Angiography revealed a dissection above the inguinal ligament from the "cfa" up to and including the external iliac. The perclose rep. Discussed the case with the physician and indicated that it was unclear what instrument could have caused the dissection. The vascular surgeon was consulted and the pt was placed on anticoagulation therapy for a few months, with follow up at that time.